Event description:
Additional information was received that the patient had a trial drg system implanted on (B)(6) 2025. Surgical intervention was undertaken on (B)(6) 2025 wherein a permanent drg system was implanted to address the issue.

Manufacturer narrative:
E1 update: the reporter¿s name was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000172716. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient never experienced effective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein a drg system was also implanted to address the issue. It is unknown which lead attributed to this issue.